Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18408. It was reported the pt has not used or charged his scs system since on (B)(6) 2012 due to experiencing ineffective stimulation. The pt declined to undergo reprogramming and/or troubleshooting. The pt indicated he desired to have his scs system explanted. The pt was advised to consult with his physician regarding undergoing surgical intervention to have his scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.